Event description:
It was reported that a customer visiting the emergency room due to a diabetes-related issue. The blood glucose level recorded at the time was 365 mg/dl. There were no injuries reported, and there was no permanent damage. The customer managed their situation by administering a bolus via the pump and receiving intravenous saline and insulin at the ER. Customer was released later the same day with the issue resolved and no permanent damage identified. Technical support conducted a system check and confirmed the pump was functioning correctly.